Manufacturer narrative:
Reference MFR report #2916596-2017-01521 for the report of the patient's admission for suspected stroke. (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during an admission for probable stroke, the patient also had issues with heme-positive stools. The patient had been on 325 mg aspirin and a heparin infusion until the inr became 2.5 or greater. The patient had a subsequent drop in hemoglobin (hgb) and received 1 unit of blood. Hgb had become stable. No additional information was provided.

Manufacturer narrative:
The patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.